Event description:
It was reported that the right atrial lead triggered a lead warning for low bipolar impedance. It was also reported that the lead was not sensing p waves in both the bipolar and unipolar pacing configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.